Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime/ compromised force sensor test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.